Event description:
It was reported that the vns patient had been experiencing voice alteration since having his vns lead replaced on (B)(6) 2011 and an ent physician had diagnosed the patient with left vocal cord paralysis. The patient was referred for surgery to correct the vocal cord issue. The patient's vns had previously been disabled for one month in (B)(6) 2011 to attempt to resolve the issue however this did not improve the hoarseness. Follow-up with the physician's office found that the surgery was completed on (B)(6) 2012. The site described the surgery as a "thyroplasty adenoid adduction for dysphonia." The vns diagnostics were normal following surgery however specifics were not provided. A letter from the ent physician indicated that the patient was "pleased with the results" of the surgery. The patient does not have a medical history of vocal cord issues.